Event description:
Info received indicates the head up function is not working with the siderail controls or manually.

Manufacturer narrative:
The technician isolated the issue to a sticking head up valve. He replaced the valve to repair the bed.